Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The death occurred on an unspecified date in 2014. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient died on an unreported date in (B)(6) 2014. It was reported that the patient was hospitalized prior to death for a suspected sepsis event. Treatment was unknown. Treatment and cause for the suspected sepsis was unknown. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.